Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and reprogramming was conducted on the device to resolve the event. The patient experienced no adverse consequences.